Manufacturer narrative:
As reported, the 3x20mm 150cm (B)(4) percutaneous transluminal angioplasty (pta) catheter ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was finished successfully. There was no reported patient injury. The target lesion is superficial femoral artery. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is 100 %/chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, the (B)(4) pta balloon was delivered to the lesion for inflation before it ruptured at nominal pressure. The device was not returned for analysis. A device history record (DHR) review of lot (17105801) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics ((B)(4) stenosis/ cto) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the (B)(4) pta balloon catheter (3mm2cm 150) ruptured at its nominal pressure. There was no reported patient injury. The target lesion is superficial femoral artery. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is (B)(4) (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, the (B)(4) pta balloon (complaint product) was delivered to the lesion for inflation. Then, the (B)(4) pta balloon catheter (complaint product) ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was finished successfully. The product will not be returned for analysis.